Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2317500. Model: sc-2317-50 . Serial: (B)(6). Batch: 7071648. Product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70 . Serial: (B)(6). Batch: 7082973..

Event description:
It was reported that the patient underwent a spinal cord stimulation (scs) system explant procedure due to lead migration and a contact that was out. The explanted devices were not returned as they were disposed of in the operation room. No electro cautery used, and patient was doing great in post-operatively getting good relief.